Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with the button pressed or with test strip insertion. The customer further reported that they were not receiving glucose alarms. Note, due to the adc device not turning on, the device would not alarm to alert the customer of changes in their glucose. The customer went to the hospital where they received medical treatment however, details of the treatment were not provided as the customer discontinued the call. No further information was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with the button pressed or with test strip insertion. The customer further reported that they were not receiving glucose alarms. Note, due to the adc device not turning on, the device would not alarm to alert the customer of changes in their glucose. The customer went to the hospital where they received medical treatment however, details of the treatment were not provided as the customer discontinued the call. No further information was obtained. There was no report of death or permanent impairment associated with this event.